Event description:
It was reported that the guidewire was not able to be withdrawn from the left ventricular lead. The lead and guidewire were removed and a new lead was implanted. No complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on all conductors (not obstructed) and the lead appeared damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.